Event description:
A report was received that the patient¿s trial leads had pierced through the patient's forehead and was exposed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50e, serial #: (B)(4), description: trial linear 3-4 lead, 50 cm.

Event description:
A report was received that the patient¿s trial leads had pierced through the patient's forehead and was exposed.

Event description:
A report was received that the patient¿s trial leads had pierced through the patient's forehead and was exposed.

Manufacturer narrative:
Additional information was received that the patient¿s trial leads were explanted, during which, the physician sutured the hole were the leads were exposed. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.